Manufacturer narrative:
This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a 71 years old male patient received an ankylos d8 dental implant on (B)(6) 2002 in region 05 (fdi 14). The implant was splinted with the natural tooth # 3 with a bridge. On (B)(6) 2020 the implant and the bridge with the tooth were removed. The x-ray picture shows a restored denture with nine implants and seven remaining teeth. Around four implants distinct horizontal and vertical bone loss is visible. The implant under consideration has no contact to the bone. Tooth #3 shows a deep pocket with concernment. The patient has an average oral hygiene and is a smoker. He has obviously several periodontal and peri-implant inflammations. This has led to implant and tooth loss.